Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es multiple drawers were not detected on bus. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half-height drawers 3.1 and 5.2 failed to be detected by the bus along with all pockets due to connection issue. A field service engineer (fse) reseated all cables and tightened all screws to resolve the issue. The system functioned as intended after the field service engineer repaired the device.